Event description:
No additional information.

Manufacturer narrative:
Investigation result: two 30852 samples were received for investigation; one of the samples was received in opened packaging, connected to an empty 20ml terumo syringe; whist the second sample was received in sealed packaging, both samples were from lot 24026215. The customer reported "the volume on the syringe has not moved. Connected a 20ml syringe to the medication port of the line to test it, and it took a lot of pressure to inject fluid through this line. The fluid line flushes as normal." Both of the returned samples were subjected for functional testing by priming and flushing using the returned terumo syringe and a bd syringe from stock. In both sets, it was found that to initiate flow it required more pressure on the line with the anti-siphon valve, than on the line at the y-site; however flow could be achieved in each instance. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects or quality deviation that could have contributed to the customer¿s experience. A review of the production records for lot 24026215 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Please note that the bore size for the anti-siphon valve tubing and y-site tubing are different sizes - 0.6mm and 3mm respectively; with the former being considered to be microbore tubing. The smaller bore of the tubing means that a higher resistance is placed upon the fluid during infusion, therefore this can translate into an increased force being required to manually prime or inject into the infusion line. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 30852 set in the past 12 months.

Event description:
It was reported that the bd y-set w/antisiphon vlv was occluded. The following information was provided by the initial reporter: staff have assumed the patient was receiving IV pain relief via the syringe, but hours later notice the volume on the syringe has not moved. Connected a 20ml syringe to the medication port of the line to test it, and it took a lot of pressure to inject fluid through this line. The fluid line flushes as normal. Additional information received from customer: ¿ please confirm how the fault was identified? Patients not receiving pain relief resulting in a pain crisis. Patient pump set to infuse 1ml/hr, but after 4 hrs volume in syringe still at the same level. This has happened on more than one occasion. Pressure required to infuse via medication line seems unusually high. ¿ please confirm the infusion set-up ¿ gravity or pump, height of infusion line, entry point to patient, infusion rate and pressure, infusion line set-up (other extensions or accessories) etc? We use an agila pca pump for these lines. The patient may or may not have a background as part of their infusion, but the line does not seem to be able to pump through the medication port. ¿ please confirm what substance was being infused during the time of the event? Normal saline and either morphine or fentanyl.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.